Manufacturer narrative:
The reported lot #9275463 was not found for the reported catalog # 367856. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced clotting/micro clots/fibrin clots during use. The clotting event occurred 30 times. The following information was provided by the initial reporter: the customer noticed while collecting the blood edta tube getting clotted. The customer also stated after doing inversion it also clotted."

Manufacturer narrative:
The following fields were updated due to additional information: b.5. It was reported the bd vacutainer® k3e 5.4mg plus blood collection tubes experienced clotting/micro clots/fibrin clots during use. The clotting event occurred 30 times. D.1. Medical device brand name: bd vacutainer® k3e 5.4mg plus blood collection tubes. D.2. Medical device type: n/a. D.4. Medical device catalog # 368856. D.4. Medical device lot#: 9275463. D.4. Medical device expiration date: 2021-01-31. D.4. Unique identifier (UDI) #: (B)(4) . G.5. PMA / 510(k)#: n/a. H.4. Device manufacture date: 2019-10-02.

Event description:
It was reported the bd vacutainer® k3e 5.4mg plus blood collection tubes experienced clotting/micro clots/fibrin clots during use. The clotting event occurred 30 times. The following information was provided by the initial reporter: the customer noticed while collecting the blood edta tube getting clotted. The customer also stated after doing inversion it also clotted.".

Event description:
It was reported the bd vacutainer® k3e 5.4mg plus blood collection tubes experienced clotting/micro clots/fibrin clots during use. The clotting event occurred 30 times. The following information was provided by the initial reporter: the customer noticed while collecting the blood edta tube getting clotted. The customer also stated after doing inversion it also clotted.".

Manufacturer narrative:
Investigation summary: bd did not receive samples for the investigation. Two photos were provided showing unused tubes and verifying the lot numbers. Forty retention samples from bd inventory were evaluated for edta content and no issues were observed relating to clotting or additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.